Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began in ¿(B)(6) 2013¿. At an unspecified date/time, the patient reported obtaining blood glucose results of ¿120, 103, 127, 106 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of (B)(4). It is not known what medications, if any, the patient takes to manage her diabetes. The patient stated that she continued with her usual diabetes management routine in response to the alleged inaccurate result(s). The patient claimed, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿blurred vision¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.